Event description:
It was reported that black particulate matter was discovered on needle with a bd blunt fill needle - 18g x 1.5. The following information was provided by the initial reporter: "at a vaccination site in amsterdam we noticed a particular thing which I would like to discuss with you. It concerns the product bd blunt fill needle 18g x 1,5# ref(B)(4) and lot 210128. This location noticed black particulate matter (deposit) on the needle at a covid-19 vaccine. Various vaccines (comirnaty, janssen, vaxzevria and moderna) were tested and this particulate matter became visible after approximately 1 minute time in the process of filling the syringes for all the vaccines. The syringes/ vials which showed this particulate matter were rejected for use. I made a request for the samples to be brought to me for further inspection. Indeed, we notice the presence of black particulate matter. I observed multiple small black dots as well as line like structure connected to the needle. Photos are added for your understanding. We performed a ID test by sem/xrma which suggests the substance to be: ¿it can be concluded that the unknown material can be characterized as black discolored silicone oil/grease containing small particles of stain less steel.¿.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 7/27/2021. H.6. Investigation: a device history record review was completed for provided lot number 210128. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned. Through examination of the pictures, a difference in color can be observed. However, through inspection of the physical samples, no foreign matter or defect related to this reported issue could be identified. At this time, an exact cause related to the manufacturing process could not be determined for this incident. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black particulate matter was discovered on needle with a bd blunt fill needle - 18g x 1.5. The following information was provided by the initial reporter: "at a vaccination site in (B)(6) we noticed a particular thing which I would like to discuss with you. It concerns the product bd blunt fill needle 18g x 1,5# ref303129 and lot 210128. This location noticed black particulate matter (deposit) on the needle at a covid-19 vaccine. Various vaccines (comirnaty, janssen, vaxzevria and moderna) were tested and this particulate matter became visible after approximately 1 minute time in the process of filling the syringes for all the vaccines. The syringes/ vials which showed this particulate matter were rejected for use. I made a request for the samples to be brought to me for further inspection. Indeed, we notice the presence of black particulate matter. I observed multiple small black dots as well as line like structure connected to the needle. Photos are added for your understanding. We performed a ID test by sem/xrma which suggests the substance to be: it can be concluded that the unknown material can be characterized as black discolored silicone oil/grease containing small particles of stain less steel..